Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the right ventricular lead exhibited loss of capture. The lead was attempted to be repositioned but was unsuccessful due to helix anomaly. The lead was not used and replaced. The patient was in stable condition.